Event description:
Hospital e.d. Personnel responded to a person, condition unknown. The device was connected to the patient for external pacing with 4-lead ECG electrodes and disposable defibrillation/ECG electrodes. According to the reporter, the device displayed dashed lines in lead ii would not allow for demand pacing. A backup device was immediately called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.